Manufacturer narrative:
This report is submitted on january 24, 2018. (B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration subsequent to the patient experiencing pain and secretion at the abutment site. The device was explanted and the patient was treated with antibiotics.